Event description:
This is filed to report device entrapment requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. While attempting to grasp the leaflets, the clip got caught in the chordae. It was noted that imaging was difficult due to the patient's anatomy. The clip was not able to be freed from the chordae using standard troubleshooting maneuvers. Subsequently, the clip had to be deployed on both leaflets with chordae inside the clip. An additional clip was implanted to stabilize the first clip and the procedure was concluded with a resulting mr grade of 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the entrapment of device (clip becoming caught in anatomy) appears to be related to patient conditions (rotated heart, calcified chords and smaller left atrium). The image resolution poor was related to patient and procedural circumstances as imaging was reported to be difficult due to calcified chords. The unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.